Manufacturer narrative:
Concomitant medical products: dtba1d1, cdt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and over the last few weeks the threshold has been variable. The lead remains in use. No patient complications have been reported as a result of this event.